Manufacturer narrative:
Mindray rep replaced the spo2 board and installed ne batteries. Functional and safety tested to factory specifications.

Event description:
Customer reported an issue with the passport xg monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.